Event description:
The patient reported that on (B)(6) 2011, the pump/battery became very warm after being exposed to salt water. She stated that the seal on the battery cap was wearing down, and salt water got into the battery compartment. She stated, there was corrosion on the battery. The patient reported that she dried out the battery compartment and put a new battery in. She stated that she resumed the pump without any further issues.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. The battery compartment was found to be cracked and corrosion was found in the battery compartment. The pump powered on normally and was exercised for three hours with no overheating occurring. The pump electrical currents were tested and found to be within specifications. The pump was opened and no further evidence of moisture ingress was found. Unrelated to the complaint, the display screen was found to be faded; this issue does not effect insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.